Event description:
The pt had therapeutic ultrasound on her hip and "stim with medication and injections" earlier in 2009. Since then she could not use the pt programmer to adjust her stimulation. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).